Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of smoke coming from the pcu was not replicated during the investigation. The report of a burnt iui was confirmed. Analysis of the pcu event log recorded error code 120.4410.0 (low backup voltage failure) on (B)(6) 2015 at 7:02pm. The event log showed that the last time the pcu was powered on was(B)(6) 2015 at 10:22am. The pcu was powered off at 10:23am. Physical inspection of the device noted the female iui had signs of thermal damage between pins 14 and 13, and a large crack was noted on the right area of the iui. There were no other anomalies. The pc unit's female iui was checked for electrical shorting. All adjacent pins on the connector were checked for continuity. Measurements on all pins tested were within normal limits indicating that no short circuit is present. Both iuis were removed for testing of the traces on the iui board assembly. Continuity was checked on the corresponding iui pin connections of the circuit boards and showed no electrical short. Further testing was performed with lab test pump modules on each side of the pcu with lab test iuis replaced on the returned device. Test results indicate the device to be functioning properly. Functional testing with the same configuration at the last recorded infusion rate of 50ml/hr for an hour and at 999ml/hr for 30 minutes completed with no issues or anomalies. The root cause of the reported event was not determined but may be related to a short circuit event on the pump module, which was not returned for investigation.

Event description:
The customer reported smoke coming from the device. A pump module was attached to each side of the device at the time and the facility biomed noted a burnt iui connector on the pcu and one of the attached modules. The biomed replaced the iui on the pump module. There was no patient involvement or patient/staff harm reported.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.